Event description:
This report was received as part of an international pre PMA 5 year clinical study that was both retrospective and part prospective in nature. The clinical report indicates "rash following antibiotics for port infection." Though reporter indicated the rash was not considered device related, inamed has elected to report the infection. The event was reported to inamed after PMA approval for the device, however the event occurred prior to PMA approval. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.